Event description:
It was reported that there was a telemetry error when it comes to this device. It was noted that the device showed 2.5 years remaining longevity. A device replacement was planned and interrogation will be discussed with the physician. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that there was a telemetry error when it comes to this device. It was noted that the device showed 2.5 years remaining longevity. A device replacement was planned and interrogation will be discussed with the physician. Additional information noted that the device was explanted due to a concern of the device going into safety mode. The device was not attempted to be interrogated. No adverse patient effects were reported. Should the device be returned this investigation will be updated.